Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower aux, the user had fingerprint verification issues during witness process. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the station experienced a user fingerprint verification issue during witness process. The technical support specialist (tss) reported that the issue appeared to be a fingerprint issue intermittently working. The tss provided the guidance on how to re-capture fingerprint images, including suggestions to use the non-dominant hand, a non-index finger, and hand lotion to assist users experiencing recurring fingerprint recognition issues. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported by the customer that a bd pyxis¿ generic medbank tower aux, the user had fingerprint verification issues during witness process. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.